Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 3.0mm x 220mm x 150cm, mr coyote balloon catheter was advanced for dilation. However, during initial inflation at 14 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No complications were reported and the patient was in good condition.